Event description:
Physician was attempting to use one sprinter legend balloon (2.50mm x 15mm) to dilate a lesion in the rca with 80% stenosis but the shaft was broken. The device was inspected before use with no issues noted. No patient impact was reported in this case.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device¿s outer packing was checked well. When opened the packing of the device, physician observed the tip of the balloon was deformed. Considering patient safety and to avoid balloon rupture, physician replaced the device with another one of the same model to complete the operation successfully. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the device returned for analysis. Patency of the inner lumen was checked when a 0.014¿¿ mandrel was attempted to pass through the inner lumen, the mandrel did not pass through and resistance was noted. The balloon was inflated on the device. There was a severe kink located on the transition shaft, this was located at 27.5cm proximal to the tip of the device. There were also two kinks located on the hypotube at 23cm and 41cm distal to the strain relief. The distal shaft appeared slightly stretched. The catheter length was measured as 140cm, within the acceptance criteria of 136cm-141cm. The distal tip of the device was rough and uneven.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). (B)(4).